Event description:
Approximately four weeks ago pt delivered vaginally, two weeks after delivery pt developed a postpartum bleed, at which time they were admitted and the bakri balloon was used to provide tamponade. After bakri balloon was removed pt suffered a pulmonary embolism, matter was resolved and pt sent home. Two weeks later pt was readmitted for another postpartum bleed where a hysterectomy was performed. While removing the uterus, physicians discovered a 6cm hole in (uterus). Physician feels hole may have been caused by the bakri balloon. Hysterectomy was performed.

Manufacturer narrative:
A recent record review determined additional information was available to provide in a follow-up. Additional investigation information- the device was not returned to assist with the investigation. No further information was provided regarding the event. A review of the complaint history, instructions for use (IFU), quality control (qc) and specifications was conducted for the purpose of this investigation. The device is inspected per qc for any nonconformities. The IFU included with the device states: "this device is intended as a temporary means of establishing hemostasis in cases indicating conservative management of postpartum uterine bleeding. The bakri postpartum balloon is indicated for use in the event of primary postpartum hemorrhage within twenty four (24) hours of delivery. Patients in whom this device is being used should be closely monitored for signs worsening bleeding and/or disseminated intravascular coagulation (dic). In such cases, emergency intervention per hospital protocol should be followed.¿ we are unable to review the device history record as the device lot number was not provided by the consumer. There is no indication the device was not manufactured according to specification. Based on the information provided, the most likely root cause of this issue would be that the consumer did not follow the instructions that had been provided with the device. Risk reduction measures are not required at this time. We will continue to monitor for similar events.

Event description:
Approximately four weeks ago patient delivered vaginally, two weeks after delivery patient developed a postpartum bleed, at which time they were admitted and the bakri balloon was used to provide tamponade. After bakri balloon was removed patient suffered a pulmonary embolism, matter was resolved and patient sent home. Two weeks later patient was readmitted for another postpartum bleed where a hysterectomy was performed. While removing the uterus, physicians discovered a 6cm hole in (uterus). Physicians feels hole may have been caused by the bakri balloon. Hysterectomy was performed.

Manufacturer narrative:
Additional info is being requested from the user facility, including the estimated uterine volume prior to placement of the bakri tamponade balloon catheter, the method to estimate uterine volume (e.g. Visual or ultrasound), whether ultrasound was used to guide balloon placement, the actual volume of fluid instilled into the balloon, and whether or not any other imaging or assessment of the uterus was conducted prior to or after placement of the balloon. In addition, cook is confirming with the user facility whether the device used in this case is still available for eval; initial indications from the user facility have been that the device is not available. Without additional info and/or the product used in this case, cook cannot assess or confirm the relationship between use of bakri tamponade balloon catheter and the specific outcomes in this case. Should additional info and/or the product be available, cook will provide an update to the FDA.